Event description:
Sonpal , 20111 ¿ dual duette disasters: an uncommon complication in 2 patients. The second patient, a 59 year old male, underwent d-emr for a residual carcinoid tumor of the rectum case 2: the second patient, a 59 year old male, underwent d-emr for a residual carcinoid tumor of the rectum diagnosed and resected by polypectomy 8 years previously. One hour post procedure the patient developed abdominal pain and tachycardia, repeat flexible sigmoidoscopy showed a clot at the emr site without active bleeding or defects. Five clips were placed to seal the mucosa however postoperative CT scan showed extravasation of contrast and massive free intraperitoneal and mediastinal air. The patient subsequently had laparoscopic repair of the defect with temporary diversion colostomy and did well. This complaint captures the off label use, device not used in the upper gi tract and related adverse events of perforations and the pain and tachycardia associated with the perforation. Required procedure within the same operating procedure to treat the perforation. S=3.